Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle precision neo h and precision strips were reviewed, and the dhrs showed the freestyle precision neo h and precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported on (B)(6) 2020, a error-6 message with the adc blood glucose meter. The customer called back on (B)(6) 2020 to report that due to a delay in shipment of the replacement meter, the customer was unable to monitor blood glucose levels and experienced a loss of consciousness on (B)(6) 2020. The customer was taken to a hospital, diagnosed with hyperglycemia, and treated with insulin glargine. There was no report of death or permanent injury associated with this event.